Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the moderately calcified artery. A 6x100x120 epic vascular stent was advanced for treatment. However, during deployment, the stent was foreshortened and was stuck in the center area and missed the target lesion. The physician extended the stent and added an additional stent to the stacked area and the procedure was completed. No patient complications were reported.